Manufacturer narrative:
Other, other text: additional information: a1, b5, and h6 ( health code). Device evaluation: one cadd legacy plus pump was returned for analysis. The operator performed the pressure switch test and visually inspected the pump. The customer's reported problem was confirmed. The pump's pressure switch test was performed. The pressure switch test was found to be activated high out of the pump's manufacturer specifications. The faulty downstream occlusion sensor will be replaced.

Event description:
Additional information was received indicating that there was no patient involved.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump failed the pressure test. No adverse effects were reported.